Event description:
It was reported that the device had loss of date and time. The issue was found during testing, there was no patient involvement. The device evaluation noted a peeled downstream occlusion seal and a worn upstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion (dso) and a worn upstream occlusion (uso) seal. Functional testing was able to duplicate the loss of data and time issue. The low battery voltage was the root cause. The dso and uso seals were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.